Event description:
Pt coded at clinic (had been vomiting, was diaphoretic, stiffened up, eyes rolled back, lost pulse). Staff began CPR; AED was brought by another staff member. Two different staff members attempted to get AED to function properly without success. AED prompts were followed, but device would not move past "place second pad" prompt. Connections were checked several times with no change. AED repeated message and would not move forward to analyze rhythm. Second set of pads were used with same result. CPR was continued until ems arrived. Ems transported pt to local ER where pt later expired. Va biomedical staff examined the device and could not duplicate the failure. No code report was reported by the device since it did not detect the second pad being placed and a cardiac rhythm. Two error codes were recorded. The first was 0x55 which indicates that the pads were replaced during a rescue. The second was 0x86 which indicates that the battery was removed during a rescue.